Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned product shows the lens is torn in half and a portion of the optic is missing. There was clear surgical residue on the lens. Conclusion: - no conclusion can be drawn based on the complaint history and evaluation of the returned product, a specific root cause not be determined. It should be noted that the injector & cartridge were not returned for evaluation.